Event description:
A patient's caregiver contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 2 of 6. The caregiver explained that a supply bag fell and disconnected. Gts had the caregiver cycle power and advised they would need to start over with new supplies. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed in the lab due to a lack of sample; however, based on the information obtained during baxter's investigation, the cause of the system error was air being sucked into the disposable set after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).